Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported defect (fiber break/ damage) was confirmed. The evaluation results are as follows: the device was confirmed to have a break in the mid-section of the fiber. There were no clear visual signs of burning on either end of the device break. The distal tip appeared to have been used. Also, it was confirmed that the fiber tip was broken and the fiber broken in half. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by user mishandling. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when lasering a stone (therapeutic, stone dusting procedure) in the kidney, the physician was touching the stone with a single use fiber and the fiber tip snapped into 3 pieces and a small piece was left in the kidney. Reportedly, surgical intervention will be required to remove the broken device during the next procedure. The procedure was completed with a similar device with a unspecified delay. The overall patient outcome is unknown; however, no patient harm was reported.